Event description:
I had the essure birth control device implanted in (B)(6) 2004. I began having issues in 2005 when I, literally over night was hit with life altering fatigue. To this day, 10 years later, I still have severe fatigue that prevents me from doing things I really want to do. In 2009, I was hit with a rash of new side effects, which included the following: debilitating headaches, blood pressure drops, joint pain, loss of motor skills in hands (right hand mainly), reduction in muscle strength, insomnia, depression, fevers, dizziness and general pain. In 2012, the rest of my symptoms joined the list, that include: chest pain, serious digestive issues, bloating (looking about 6-8 months pregnant), diarrhea, constipation, sharp stabbing pain in right ovary. Fallopian tube area that lasts anywhere from mere minutes to days, back pain, leg cramps, bleeding a couple weeks prior to monthly cycle, severe neck pain, nausea, mental fog feeling, loss of feeling in extremities while lying down or sitting, hand tremors, sensitivity to gluten, itchy all the time, heart palpitations, weight gain with no change in eating or exercise habits (weight that cannot be lost), blurred vision, muscle aches, and a few I probably missed. I experience most of the above mentioned symptoms on a daily basis. I have not been without a headache in over 6 years!